Event description:
Following the procedure, the physician attempted to close the arteriotomy using a tsl 6 fr. Closer device. The device was inserted and deployed in standard fashion without any complications. The pt was transferred to the floor where a retroperitoneal bleed developed approximately 5 hours later. The pt required a blood transfusion. Pt was discharged from the hosptial without further incident. No further details were provided to the perclose representative regarding this event.